Event description:
The pt reported that the pt used the suspect device to check blood glucose at home and obtained a result of 175mg/dl. The pt did not eat because pt thought this was too high and the pt later blacked out. The pt was taken to the hosp and the pt's blood glucose at the hosp was 40mg/dl by an unknown method. The pt was given glucose. The pt does not have glucose controls and therefore did not use controls on the test strips. The suspect device was replaced and authorized for return to the MFR for eval.